Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of over 600 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed rewind, basic occlusion test and displacement test. No motor error alarms or blank display anomalies noted. However, unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.